Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Additionally, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of inaccurate readings.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The receiver device (9438-05/684nk), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccurate blood glucose values could not be confirmed.